Event description:
Report received from (B)(6) states: "the cutter does not cut at the stated cutting rate in the eye. The cutter does not cut optimal and sounds different than usually exchanged the cutter to complete the surgery with out any problems. No pt impact."

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. Product has been requested to be returned however it has not been received.